Event description:
It was reported that the status screen was showing 221.0 units while the reservoir did not have any insulin. It was stated that the device delivers too much insulin, and the customer had hypoglycemia, but the customer's blood glucose was treated by the doctor immediately. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed rewind and basic occlusion tests. The insulin pump was received with failed displacement test remaining on status screen due to motor encoder signal out of phase. Unable to perform the occlusion test, prime, excessive no delivery test or test for bolus anomaly due to displacement test failure.